Manufacturer narrative:
Additional info: image review (B)(6) 2010 chest x-ray pa and lateral views. Normal breast shadows, bony anatomy, cardiac shadow and lung fields. Lateral view shows a flattened thoracic kyphosis but without fracture or advanced degenerative change. (B)(6) 2010 lumbar x-rays portable ap and lateral views show a localization probe at the level of the l5 disc. Anatomy appears otherwi se normal. Subsequent lateral film shows variable angle pedicle screws in l5 and s1 without interbody spacer or rods. Final lateral this day shows crescent interbody spacer in place. (B)(6) 2010 lumbar CT scout view shows final l5 construct with spacer, screws and rods in place. Detailed axial views show construct with screws in good position and spacer well within the l5 disc. Posterolateral fusion bone is seen as is bone within the disc spacer, but solid fusion has not occurred. Gas bubbles are seen around the dural sac suggestive of recent surgery. (B)(6) 2010 lumbar CT detailed axial views show construct with screws in good position and spacer well within the l5 disc. Posterolateral fusion bone is seen, as is bone within the disc spacer. The interbody bone has become significantly denser since (B)(6) and there is some heterotopic bone within the insertion track of the spacer on the right. This sits just cephalad to the top of the s1 pedicle and does not appear to compress either the exiting l5 or transitioning s1 roots. (B)(6) 2011 cervical CT axial views show entire cervical spine without signs of arthritis or disc herniation. Foramen are all patent. This is a non-contrasted study and the thecal sac is not well imaged. Sagittal views show a straight cervical spine without significant degenerative changes. Lumbar CT detailed axial views show construct with screws in good position and spacer well within the l5 disc. Posterolateral fusion bone is seen, as is bone within the disc spacer. The interbody bone has become significantly denser since (B)(6) and there is some heterotopic bone within the insertion track of the spacer on the right. This sits just cephalad to the top of the s1 pedicle and does not appear to compress either the exiting l5 or transitioning s1 roots. Coronal views verify solid fusion. (B)(6) 2012 chest x-ray portable ap upright view with cardiac monitoring leads in place. Normal breast shadows, bony anatomy, cardiac shadow and lung fields. Lateral view shows a flattened thoracic kyphosis but without fracture or advanced degenerative change. (B)(6) 2012 right wrist series clenched fist view of the wrist with normal relationships. Magnified view of the tri-scaphoid area appears normal. Normal joint space is present between distal radius, navicular, lunate, capitate, trapezium. No evidence of fracture, arthritis or ligament injures. (B)(6) 2013 abdominal/pelvic CT full view of lungs, heart, diaphragm and abdominal contents. Construct at l5 is seen but not well visualized. No new pathology is delineated in these films.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion ("tlif") l5-s1 using a peek surgical cage, as well as a posterolateral fusion ("plf") utilizing rhbmp-2/acs. The interbody cage was packed with rhbmp-2/acs. Bmp2 was also placed in the anterior disk space prior to the insertion of the peek cage as well as in the bilateral gutters of the transverse processes. Following her surgery, the patient developed additional, new and/or worse pain, symptoms and disability. Specifically, the patient has experienced progressive, disabling pain in her lower back, radiating to her legs, numbness in her feet and she is unable to stand or sit for long periods of time.

Event description:
On (B)(6) 2009: patient presented for blood examination (B)(6) 2009: patient presented for follow-up . On (B)(6) 2009: patient presented for preoperative evaluation before her surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.